Event description:
Boston scientific received information that this right ventricular (rv) lead was removed from service due to a suspected fracture. Noise was observed on the rate sense portion of the lead which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp) therapy and a diverted shock. The noise could be reproduced when the patient was in a certain position. There were no other indications of an issue with this lead as other measurements remained stable. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.